Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The customer stated that he lost network communications between the server and the acuity central monitoring system. During welch allyn technical support remote troubleshooting, it was found that the ethernet switch had failed resulting in a loss of centralized monitoring. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.